Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case completed. There was no patient injury.

Manufacturer narrative:
Customer contact reports no patient information is available. Legal manufacturer: (B)(4).